Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient thought that her interstim was not really working, she refused to be connected with patient services, she stated she would just discuss with her healthcare professional (hcp). Additional information from the hcp on (B)(6) reported it was unclear when the patient started experiencing the interstim not working, but that the patient was doing much better as (B)(6) 2018. The hcp stated it was unclear what was meant by the interstim not working and they would need to evaluate the patient. The hcp stated it was clear what symptoms if any the patient experienced related to the interstim not working. The hcp stated the cause of the interstim not working was unclear. The hcp stated the actions taken to resolve the interstim not working was that they would have the patient come in for a visit. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Previously reported device code, method code, result code, and conclusion code no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said they first started experiencing the implantable neurostimulator (ins) not working issue in (B)(6) 2018 and soon after implant. The event date conflicts with what was previously reported. When asked to clarify the ins not working issue, the patient said there was no change in therapy or a device concern. The patient was mainly concerned with not seeing any improvement which conflicts with what was previously reported. When asked if they experienced any symptoms, the patient said they told their healthcare provider (hcp) about their concerns. The hcp changed the activity level on their ins, but they still didn't see any improvement. When asked what the circumstances that led to the ins not working, the patient said they didn't have a change in their activity level or device program. No further patient complications have been reported as a result of this event.